Manufacturer narrative:
(B) (4). (B) (4). Eval summary: the device a was returned with the blade scratched and cracked. Device b was returned with the blade scratched and cracked with b-form staples embedded in the tissue pad, evidence that the blade had been in contact with another met. During functional testing, an error code 5 was displayed and the blade tip further cracked on both devices a and b. The device will stop activating, and either emit a solid tone or display an instrument error code 5 or a solid tone on the generator display when the blade becomes damaged. When a blade has been compromised such as scratched or cracked, the titanium metal is fatigued when continually energized and this results in the blade further cracking and possibly breaking off. A possible cause of an error code 5 (instrument error) is blade damage. Blade damage may occur from external contact with metal or plastic during pre-op or general use. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. The batch history records were reviewed with no anomalies noted during the manufacturing process. Device b batch e9ft9e. Mfg date: 11/09/2009. Exp date: 10/09/2013.

Event description:
It was reported by the rep that during a lap gastric bypass procedure, they used 2 devices and the first one stopped working, the second device did the same thing. The second device was used to complete the case, device was used to complete the procedure. There was no adverse consequence to the pt. One device will be returned.